Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). Complaint confirmed. Exhibits signs of repeated use (nicked or gouged) the dovetail feature is flared & is fractured on the medial side of post, not all pieces returned. The device history records were reviewed for deviations and / or anomalies with no deviations anomalies identified. Medical records were not provided. The root cause of the reported event can be attributed to a previously addressed design issue. This issue has been farther investigated through the CAPA process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a fractured instrument was received via the worn instrument return program. There was no known patient involvement. Attempts have been made and no further information has been provided.